Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® contact-activated lancet there was foreign matter on device needle/blade. The following information was provided by the initial reporter. The customer stated: "the lancet was found to be dirty when opening the package. No effect on patients and users."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos and video were provided for investigation. The photos and video were reviewed and the indicated failure mode for foreign matter was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode was attributed to dirty cassettes on assembly machines not cleaned sufficiently. This project is part of an internal corrective action already implemented and ongoing action allowing us to control this defect and minimize its occurrence at the customer site. H3 other text : see h.10.

Event description:
It was reported when using the bd microtainer® contact-activated lancet there was foreign matter on device needle/blade. The following information was provided by the initial reporter. The customer stated: "the lancet was found to be dirty when opening the package. No effect on patients and users.".